Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the damage on charged coupled device unit was identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction noisy image displayed on the monitor with the dial at 4'o clock and the image was distorted was due to damage on charged coupled device and the most probable root cause of the malfunction was traced to be component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy image displayed on the monitor with the dial at 4'o clock and the image was distorted. The issue occurred during maintenance. There was no patient involvement.